Manufacturer narrative:
Results - fowler gas spring cylinder.

Event description:
It was reported by service report that the fowler was drifting and the power cord ground prong was bent. No pt involvement or adverse consequences are reported.